Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 480 mg/dl at the time of call. The customer's blood glucose was 420 mg/dl at the end of call. The customer stated that she treated her high blood glucose with manual injection. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that the alarm occurred during manual prime. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.